Event description:
Pt mom stated, I was getting my baby out of the bed to put her to the high chair, and when I turned the line popped out and broke. The catheter was pulled out successfully from pt during the exchange process. No pt injury, pt was in stable condition. C-06-009/RMA:4117a